Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "revision of right total hip due to metallosis. Did head exchange. [Revised] metal [head] to delta head".

Manufacturer narrative:
Details of review of explanted device added. An event regarding altr involving a metal head was reported. The event was not confirmed. Device evaluation and results: visual inspection: although the device was not returned images of the explanted metal head were made available. The metal head was visually unremarkable. A review of the provided medical records by a clinical consultant indicated: [...] X-rays available for review include an undated ap of the pelvis shown on a small photograph view box demonstrating a right uncemented total hip arthroplasty, which is poorly visualized, but no gross pathology is noted. Two photographs of a gloved hand holding an intact metallic modular head with some dark material noted on the wall of the trunnion hole are available for review. There is no histopathologic diagnosis or intraoperative description consistent with ¿metalosis¿, which was noted in the diagnosis in the revision operative report, no examination of the explanted head or confirmation of corrosion products versus biologic debris as the source of the darkened material, and no evidence of trunnion deformity or erosion making stem removal necessary. In this morbidly obese patient with bilateral knee problems and low back pain, there is no evidence that trunnionosis was responsible for this clinical situation.. All devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. The event and exact cause of the event could not be confirmed or determined because insufficient information was provided. Additional information, histopathology reports and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
As reported: "revision of right total hip due to metallosis. Did head exchange. [Revised] metal [head] to delta head".